Event description:
Customer's daughter reported receiving a button error alarm on the insulin pump during bolus. Caller reported that the insulin pump was unresponsive, so she removed and replaced the battery, then received the button error alarm. Blood glucose level was 178 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
The insulin pump was received with no button response on act button due to corroded keypad traces. No button error alarm noted. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to no button response. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device hs been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.